Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a cracked case behind the pump near the battery tube compartment. Pump was also received with a blank flashing white display. Unable to perform the sleep current measurement test, active current measurement test and self test due to blank flashing white display. Unable to download pump traces and history file using thus due to a blank flashing white display. Pump was cut open to perform visual inspection and found severe corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. A blank flashing white display was confirmed due to severe corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a crack in the case. The customer reported no adverse events. The event involved product(s) mmt-1712k. Troubleshooting was performed, and the customer confirmed the location of damage was near the battery compartment. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump, and mmt-1712k was returned for analysis.